Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead had loss of capture and low out of range pacing impedances less than 200 ohms. The sensing was appropriate, and the patient did not pace much in the atrium. Physician decided they were not going to make any changes at this time. The system remains in-service. No adverse patient effects were reported.